Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply. The power accessories were replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One power supply and one power cord model was received for evaluation. Visual inspection revealed the power supply was frayed and wires were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.